Event description:
The customer reported via telephone call that the blood glucose reading was over 600 mg/dl. The customer stated she felt okay and was advised to either go to the emergency room or contact a health care practitioner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.